Manufacturer narrative:
The initial MDR 2247117-2017-00044 was filed on march 31, 2017. Additional information (05/09/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse performed substrate decontamination, and verified wash spinner speeds, tube lifter height, and waste vacuum pump pressure. The customer ran quality controls and patient samples without issues. The cse monitored the instrument operation and no further issues were noted. A siemens headquarter support center (hsc) specialist evaluated the service information. Hsc stated a substrate contamination may have been the cause of the issue. The cause of the discordant, human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample probe, sample valve, sample manifold, sample dual resolution diluter and dilution well assay. The cse confirmed the speeds and volumes of the well assay, resulting within specifications. The cse performed preventative maintenance. The issue continued. A siemens regional support center (rsc) reviewed the event. The rsc reviewed human chorionic gonadotropin (hcg) adjustments, and no depressed results were found. The cse reviewed the quality control (qc), resulting within range. The rsc requested the cse to perform a manual and automated study. The cse ran an unaffected sample for 10 run with a x20 dilution and a x40 dilution automatically. The cse then performed 10 runs of a x10 dilution and x40 dilution manually. Tsc reviewed the results and found an issue with the manual dilution. Siemens is investigating the event.

Event description:
Discordant, human chorionic gonadotropin results were obtained on two patient samples on an immulite 2000 instrument. For sample ID (B)(4), the initial result was run neat. The customer questioned the result and repeated the same sample on the same immulite 2000 instrument with a dilution (x40), a dilution (x20), a dilution (x10), a dilution (x40, reported) and a dilution (x20). For sample ID (B)(6), the initial result was ran as an auto-dilution (x20). The customer repeated the same sample on the same immulite 2000 instrument as a dilution (x10, reported), neat, and a dilution (x10). There are no known reports of patient intervention or adverse health consequences due to the discordant, human chorionic gonadotropin results.